Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700225 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after ligation, one clip slipped off the cystic artery; the loose clip from the vessel was intact but was not locked. No clips remained in the patient and there was no injury.